Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a plastic surgery procedure on an unknown date and suture was used. The suture started spitting approximately 1-2 months post-operatively. The patient developed an abscess at the site that the suture was spitting. Additional information was requested.